Manufacturer narrative:
The reason for this revision surgery was to remedy shoulder dislocation after 4 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 74 prior complaints reported against this part; 34 of these had the same failure mode of dislocation. This is the first complaint against this lot number. The complaint history does not indicate an adverse trend. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in dislocation such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient dislocated two weeks prior to surgery. The surgeon had to replace the insert and shell due to the dislocation.